Event description:
It was reported that the arcticsun device displayed an alert 50. The nurse switched out the foley probe, but the issue persisted. The nurse was then advised to switch out the temperature cable. She stated the cable had one prong. She was advised to send it to the biomed department for evaluation.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device displayed an alert 50. The nurse switched out the foley probe, but the issue persisted. The nurse was then advised to switch out the temperature cable. She stated the cable had one prong. She was advised to send it to the biomed department for evaluation.